Event description:
A customer was hospitalized for hypoglycemic episode. Customer was disconnected from the pump and was on insulin drip. It was stated that the customer collapsed and dropped the pump. The customer did not want to troubleshoot the pump over the phone and requested a dmc to test the device. Later, the dmc called and stated that he met the customer and the doctor. He was able to confirm the hospitalization was not pump related. Customer knowledge it was a user error.